Event description:
The patient felt a big shock and then the deep brain stimulator turned off. The device turned itself off afterward. The patient experienced feeling sick and out of it with extreme fatigue. She spent a lot of time in bed. The symptoms were ongoing. The patient's family had contacted the implanter for about 3 weeks and planned to be in contact with the neurologist. Reference mfg. Report 3004209178201100822. Additional information has been requested. A follow-up report will be submitted, if additional information becomes available.

Manufacturer narrative:
(B)(4).